Manufacturer narrative:
(B)(4). The lot was manufactured from march 13, 2015 ¿ march 16, 2015. The evaluation of the returned device is complete. Visual inspection found no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that approximately 30% of the solution remained in the device after therapy. The device was filled with 56ml fluorouracil in 29ml 5% glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.